Event description:
Healthcare professional reported one syringe of juvéderm® ultra plus xc had a needle "pop off." Patient contact occurred. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received without cap, no needle. No defect observed to syringe."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential device malfunction addressed in the product labeling.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra plus xc had a needle "pop off." Patient contact occurred. No injuries were reported. The packaged needle was used.